Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used venaseal to treat the right great saphenous vein (gsv) of a patient. It was reported that the IFU was followed and the device was prepped without issue. The catheter tip was 5cm caudal to the sjf. There was hand compression used during the procedure. There was no difficulty or deviation in relation to the location of the catheter tip prior to initial delivery of the adhesive and the procedure was conducted per the IFU. It was reported that a few days post procedure the patient developed redness and pain. The patient was treated with a medrol pack and the symptoms resolved. After the medrol was finished the symptoms came back and a second medrol pack was prescribed, the symptoms resolved again. After the second medrol pack was completed the symptoms came back. It was reported that the patient continues to have redness and discomfort.